Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Further information was received indicating high voltage impedance hasn't been calculated on merlin.net due to numerous non-sustained oversensing episodes. The lead was replaced the resolve the event. Further information was requested but not received.

Manufacturer narrative:
In the additional report dated (B)(6) 2021, b1, b2 and h1 were selected in error.further information was requested but not received.

Event description:
The lead was not known to be explanted at this time.